Event description:
Checked patient in clinic, secure sense reporting t wave oversensing. Called into tech services and made recommended changes. Patient has no had any t wave oversensing since changes were made.

Event description:
Additional information received noted that the implantable cardioverter defibrillator exhibited post-sensed t wave oversensing.

Event description:
It was reported that the patient presented during clinical follow-up. Review of transmission revealed that the implantable cardioverter defibrillator was exhibiting post-paced t wave oversensing. Programming changes were performed. The patient was in stable condition. Additional information received noted that the implantable cardioverter defibrillator exhibited post-sensed t wave oversensing.